Manufacturer narrative:
The customer stated that there had been a piece of tape in the middle of this vac-pac, but they could not see a visible hole. They also reported that the valve cap had been missing on this vac-pac, which might have contributed to the leak. The customer was informed that there could be a pin hole in the seam or the valve might be damaged. In both cases, the vac-pac is not repairable. The customer was informed that the subject vac-pac was in use past the recommended two year life span and was subsequently asked to destroy this vac-pac at the facility. Please note that additional information, such as date of event and/or patient information, was requested from the customer with no response. No further investigation is necessary, and this report is considered final. Subject device destroyed by customer.

Event description:
On (B)(6) 2017, the operating room service coordinator informed natus medical that the vac-pac positioning device had a slow leak and softened during surgery. She stated they had to take the patient off the vac-pac, replace it with another vac-pac, and reposition the patient. There was no report of death or serious injury. The delay in care was reported to amount to approximately ten minutes.